Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99177. Supplemental rationale. Corrected data: h11. 13 previously reported events were included in this follow-up record. Product return status. 13 devices were evaluated in the field. Evaluation findings (results/components). 13 devices: material and/or chemical problem identified / coating material. . Product disposition. 13 devices: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes (B)(4) events for the failure: flaked. (B)(4) events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter. Product return status: 13 devices were evaluated in the field. Evaluation findings (results/components) 13 devices: material and/or chemical problem identified / coating material product disposition: 13 devices: product disposition is not yet determined. Additional information: 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.